Manufacturer narrative:
According to the customer and the provided images, the left side of the disk is crooked and the hole is almost completely blocked. A supplemental report will be sent if additional information is provided. The failure analysis and testing dept. Received part number 0202-00-0142 with a reported unit failure of a damaged tidal volume disk. The fat performed a visual inspection and found the part to have a damaged nozzle. Fat was able to verify the reported failure. Retaining the part in the failure analysis and testing department per procedure. Device not returned to manufacturer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) tidal volume disk left side is crooked and the hole is almost completely blocked upon receipt of new part.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a